Manufacturer narrative:
Report date: 21sep2021.

Event description:
It was reported to philips by a customer that the unit was giving error 1122. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. The patient was swapped to a different ventilator. No harm or injury has been indicated or alleged. Customer reports that the unit logged a blower high temperature error. Customer verified that the circulation fan is working. Customer states that the filters are dirty but not enough to lead to heating of the blower. The remote service engineer (rse) advised customer to replace the blower. The customer cleaned external filter and replaced internal filter to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.